Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: v002778, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot#: (B)(4), ubd: 23-jan-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from representative regarding a patient's implantable neurostimulator (ins). Lead plastic was separated from portion going to header. Lead removed and replaced. The issue was resolved at the time of the report. No patient symptom reported